Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported the patient had an impella cp implant due to needing a bailout. After the implant, distal angio showed present, but decreased flow to left lower extremity, possible baseline due to patient's severe peripheral vascular disease (pvd). Bilateral legs were mottled from the knees down. Support continued. Additionally, the patient had no flows which led to the pump having constant suction alarms. The patient went into pulseless electronic activity and the patient coded. The patient expired after 4.39 hours of impella support. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation for the limb ischemia and low pump flow has been completed. Data logs were reviewed which confirmed low pump flow when pump started and remained to the rest of the case. Placement signal was trending down, suction alarms seen with low flow. At the end, impella position in ventricle alarm was also found. Product was not returned for review. The root cause of the low flow was most likely patient condition related per log and clinical analysis. The root cause of the limb ischemia could not be determined without any additional clinical details.